Manufacturer narrative:
The referenced pump exchange was previously reported under medwatch MFR report #2916596-2016-01306. Approximate age of device: 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2012 and received a pump exchange on (B)(6) 2016. It was reported that approximately 2 weeks post-exchange, increased pump powers and estimated flows had been observed over the prior 8 days. The patient's lactate dehydrogenase (ldh) was reported to be stable. The system controller log files were submitted to the manufacturer's technical services representative for review. The log file contained approximately 6 days of data and confirmed the increase in pump power and showed a decrease in the patient's average pulsatility index (pi) over time. This type of trajectory has previously been linked to the potential presence of thrombus. Additional information was requested but has not been provided.

Manufacturer narrative:
Additional information: the report of elevated pump power values was confirmed based on the evaluation of the submitted log file; however, a root cause for the change in pump power values could not be conclusively determined through this evaluation. No adverse events or alarms were recorded in the log file. The patient remains ongoing on pump support and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/25/2016 stating that the patient has been discharged to home. The patient¿s lactate dehydrogenase levels have been stable and consistent. The patient did not have any signs and symptoms of heart failure or pump thrombosis. The patient was already on heparin post-implant and remained on heparin due to the elevated power. The patient¿s inr goal is now 2.5 to 3. There were no changes made to the patient¿s pump parameters. The patient is now stable at home and will be monitored.